Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 441 mg/dl. The insulin pump was exposed to fluid. Both the o-ring inside the lip of the reservoir compartment was leak and missing, also there were cracks on insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned and reservoir will not be for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was received with scratched case and pillowing keypad overlay. No crack on the pump case noted during physical inspection.